Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.